Event description:
It was reported that insulin was leaking past the o-rings. The mother stated that the customer's glucose level went from 350 to 400mg/dl. The caller stated that they changed the infusion set/reservoir, and the customer was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.